Event description:
It was reported the patient received a defib shock and came to the hospital for follow-up. Device interrogation noted oversensing. It was not possible to measure r-wave and pacing threshold as well. X-ray indicated a lead fracture. Following day the lead was extracted and a new one was implanted. No patient complications have been reported as a result of this event.